Manufacturer narrative:
Trackwise ID (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that vasoview hemopro 2 used for an endoscopic vein harvesting procedure cautery forcep was not working at all. A new cautery cord was opened and it still wasn¿t working. Finally, a second hemopro 2 device was opened and worked with both cautery cords. It was clearly a hemopro2 device issue not a cord issue. No patient harm.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on (B)(6) 2022. An investigation was started on (B)(6) 2022. Two photographs were provided by the account. A photographic inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the heater wire or the clear silicone insulation on both the cold and hot jaws. The 2nd photograph was of the product information. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the intact c-ring. There were no visual defects observed on the cannula. There were no visual defects observed on the heater wire or the clear silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test; it did not produce visible steam and heat during ten (10) 3-second activations. The device failed the safety shut down system, a polyfuse activation test was not performed as the harvesting device jaws did not heat up. An activation and transection capability test was not performed due to the jaws not heating up. A temperature and resistance test was not conducted due to the jaws not heating up. An engineer evaluation was conducted on (B)(6) 2022. Hemopro2 tool failed the pre-cautery test. The heating elements in the jaws of the complaint device did not heat up and the hemopro power supply did not beep during the pre-cautery test indicating that electrical current was not flowing through the complaint device . It was also observed during the pre-cautery test, that the normal clicking sound made by the when they close together did not occur. The handle of the hemopro 2 tool complaint device was opened up to further investigate the (part# rm7001322). It was visually observed that the switch lever was bent. This bend resulted in the end of the switch lever not being in contact with the stop tab in the handle, which is not normal. The bend in the switch lever was preventing the switch lever from traveling the amount needed the heating elements in the complaint device. Based on the results of the evaluation as well as the engineering evaluation, the reported failure "failure to deliver energy¿ was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000255720 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: d4--unique identifier (UDI) # corrected from "(B)(4)."